Event description:
A nurse reported that during phacoemulsification of a cataract, the posterior capsular wall was torn. The surgeon did an anterior vitrectomy and implanted an anterior chamber intraocular lens (aciol). After the patient left the facility and went home, he had severe pain. The patient returned to the facility that same day and the surgeon noted that the lens was being pushed forward by vitreous. The patient was taken back into surgery, and the surgeon removed the aciol and did another anterior vitrectomy. A different model aciol was then implanted. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).